Event description:
Additional information was received that a pre-balloon dilation was performed with a 22 mm balloon. The patient had a bicuspid valve and a calcified annulus with a calcium score of 7100, left ventricular outflow tract (lvot) calcifications and a tight aortic valve stenosis max of 5.1 m/sec and ascending aorta of 42 mm that contributed to the valve dislodgement. The valve dislodged aortic to a depth of 5-6 mm on the non-coronary cusp (ncc) and 7-8 mm on the left coronary cusp (lcc). The valve was fixed with a snare and a second valve was implanted. The ascending aorta was dilated and the dislodged valve was not stable therefore the valve was explanted. After the second valve, minimal paravalvular leak (pvl) was observed.

Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the transcatheter aortic valve evfxplus-26 dislodged and was explanted. The device was replaced with a new valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.